Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device powered off at night. The customer's blood glucose level at the time of incident was 510mg/dl. The customer states they treated the high levels with manual injection. The customer states they received no delivery alarm and battery out limit. Troubleshoot was conducted. The device passed testing and did not alarm for no delivery. The customer was advised that there may have been infusion set issue. The customer declined to troubleshoot for battery out limit alarm. The customer is being sent out replacement set.